Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated the patient took insulin based on a high reading displaying on the cgm (value was not provided). Later on, while the patient was resting, they had a seizure. The patient¿s mother provided the patient with glucagon and stated the cgm was reading 139 mg/dl, compared to the bg meter reading of 76 mg/dl. At the time of contact, the patient was resting. Data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention no additional patient or event information is available.